Event description:
It was reported that during an implant attempt, the lead plug could not be visualized and excessive lead noise was noted. It was also reported that the lead pin plug was not long enough to get past the set screw and the large end of the pin plug was stopping it from being inserted far enough into the implantable cardiac defibrillator (ICD) header. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.